Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. The customer experienced an elevated blood glucose (bg) level over 500 mg/dl and stomachache. Customer administered a manual injection to address bg. Reportedly, customer continued using pump for insulin therapy.